Event description:
It was reported that during a lap nephrectomy procedure, the tissue pad fell off into the pt. The piece was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/05/2008. Information anticipated, but unavailable at this time.